Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/15/2020. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pjm555, expiration date: 07/31/2021, date of mfg.: 08/01/2019. In addition, a review of the manufacturing record evaluation for the possible batch number pjm555 was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: a3, b7 additional h6 patient code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: during a cesarean section, the needle was broken at the swage part when suturing the abdominal fascia. The breakage occurred one stitch before starting backstitch. At that time, the surgeon held the needle around 1/3 of the needle length from the swage part. The patient had a surgical wound of an ovarian surgery in the past, and had an experience of a longitudinal incision on the fascia due to another cesarean section in the past. So, the tissue was hard. The operation time was extended within 30 minutes.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pjm555.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on 06/01/2020 and a barbed suture was used. During the procedure, the needle was broken at the swage part. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/28/2020 additional information: d10, h6 additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of(B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.